Event description:
During a surgery, a gia 100mm-3.8mm stapler being used on the patient's bowel failed to fire the staples when the device was activated. The device was removed from the field along with the reloads used.